Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was frayed at the distal clevis hub. No damage was found at the clevis. Failure analysis investigation also found the following additional damages to the instrument: the grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. There were scratches on the surface of the distal pulley. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed pitch cable and/or the tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the fenestrated bipolar forceps instrument wire was noted to be broken during reprocessing. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.